Event description:
Affiliate reported that in 2009, the siphon guard and competitor's valve were implanted in the patient possibly having tuberculous meningitis. At about 12 days later, under drainage was noted. About 2 days later, it was confirmed through CT that the ventricles of the patient's brain became large. At approx 10 days, the products were removed and replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.